Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition liquid crystal display (lcd) monitor had no communication with the endoscopy tower during an unspecified diagnostic procedure and at patient sedation. There were no reports of patient harm.